Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0td35, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Patient reported that second implant was not effective and it was not working for them. It was determined that lead was not in the right position, so both ins and leads were explanted and replaced with new ins <(>&<)> lead. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.